Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a shock impedance measurement of greater than 200 ohms. Additional information was received that the patient had undergone an ablation procedure in which rv noise and the high out of range shock impedance measurements were noted to be related to. Subsequently, the patient underwent defibrillation threshold testing which confirmed rv lead integrity. The lead remains in service. No additional adverse patient effects were reported.